Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or missing segment/partial display after press any keypad noted. The insulin pump was received with normal operating currents and no unexpected off no power, unexpected restart, low battery, battery out limit, failed battery test alarms or audio/beep anomaly noted during testing. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Customer also reported that the device had an unexpected restart alarm. Blood glucose level at the time of the incident was 600 mg/dl, which was treated with manual injection. During troubleshooting, the customer reported that the display returned partially. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.